Event description:
Customer reported incorrect time on pump display. There was no adverse impact to the customer¿s blood glucose level. Caller received assistance from technical support to update pump time and was advised to monitor for any recurrence of time discrepancies greater than five minutes.